Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation in 2013. Concomitant products included omeprazole. In 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("swollen stomach"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: legs and stomach"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) sharp stabbing pain"), depression ("depression"), abdominal pain upper ("pain stomach quivers-twiches, like you are being kicked") and swelling ("swelling like she was pregnant"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdomen pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), allergy to metals ("nickel allergy"), dyspepsia ("digestive problems, it gotten really bad the last couple of years") and anxiety ("severe anxiety"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove essure device and tubal ligation). Essure was removed in 2013. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, menorrhagia, abdominal distension, headache, allergy to metals, vaginal discharge, weight increased, dyspareunia, depression, dyspepsia, abdominal pain upper and anxiety outcome was unknown, the abdominal pain, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, rash, fatigue and swelling had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure did not worsened a previously existing injury/condition. Discrepancy noted, as per pfs, plaintiff did not undergo any confirmation test, however as per previous information she had hysterosalpingogram on an unknown date confirming full occlusion of fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes current weight as of (B)(6) 2018: 240 lbs. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure indication was added. Events menorrhagia, vaginal haemorrhage, abdominal distension, headache, allergy to metals, vaginal discharge, weight increased, dyspareunia, depression, dyspepsia, abdominal pain upper, anxiety, female sexual dysfunction, migraine, nausea, rash, fatigue, swelling and alopecia were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2013, pelvic pain and right lower quadrant pain. Concomitant products included docusate, ibuprofen and omeprazole. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal distension ("swollen stomach"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: legs and stomach"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) sharp stabbing pain"), depression ("depression"), abdominal pain upper ("pain stomach quivers-twiches, like you are being kicked") and swelling ("swelling like she was pregnant") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdomen pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), allergy to metals ("nickel allergy"), dyspepsia ("digestive problems, it gotten really bad the last couple of years") and anxiety ("severe anxiety"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove essure device and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, heavy menstrual bleeding, abdominal distension, headache, allergy to metals, vaginal discharge, weight increased, dyspareunia, depression, dyspepsia, abdominal pain upper and anxiety outcome was unknown, the abdominal pain, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, rash, fatigue and swelling had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, nausea, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure did not worsened a previously existing injury/condition. Discrepancy noted, as per pfs, plaintiff did not undergo any confirmation test, however as per previous information she had hysterosalpingogram on an unknown date confirming full occlusion of fallopian tubes. Discrepancy noted on date of insertion ((B)(6) 2013) and date of removal ((B)(6) 2013). Insertion details-2 coils placed in the right fallopian tube and 1 placed in left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Diagnostic results: current weight as of (B)(6) 2018: 240 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter,medical history, insertion details, removal details , concomitant drug were added on (B)(6) -2021: wrong source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2013, pelvic pain and right lower quadrant pain. Concomitant products included docusate, ibuprofen and omeprazole. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal distension ("swollen stomach"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: legs and stomach"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse) sharp stabbing pain"), depression ("depression"), abdominal pain upper ("pain stomach quivers-twiches, like you are being kicked") and swelling ("swelling like she was pregnant") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ abdomen pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), allergy to metals ("nickel allergy"), dyspepsia ("digestive problems, it gotten really bad the last couple of years") and anxiety ("severe anxiety"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove essure device and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, heavy menstrual bleeding, abdominal distension, headache, allergy to metals, vaginal discharge, weight increased, dyspareunia, depression, dyspepsia, abdominal pain upper and anxiety outcome was unknown, the abdominal pain, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, rash, fatigue and swelling had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, nausea, rash, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure did not worsened a previously existing injury/condition. Discrepancy noted, as per pfs, plaintiff did not undergo any confirmation test, however as per previous information she had hysterosalpingogram on an unknown date confirming full occlusion of fallopian tubes. Discrepancy noted on date of insertion ((B)(6) 2013) and date of removal ((B)(6) 2013). Insertion details-2 coils placed in the right fallopian tube and 1 placed in left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Diagnostic results: current weight as of (B)(6) 2018: 240 lbs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove essure device). Essure was removed in 2013. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.